Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their daughter had high blood glucose level of 579 mg/dl. Customer had symptoms such as nausea and vomiting. Customer stated that the reservoir was stuck. The insulin pump will not be returned for analysis.